Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported or son via phone call for low blood glucose. The customer¿s blood glucose was 50 mg/dl. . Patient's current bg: 64 mg/dl. Customer has treated with food and glucose tablets. Customer experiencing low bgs for just today. Customer reports pump was worn during a medical procedure/test around an magnetic resonance imaging. Based on customer report proceeding in troubleshoot per customer alleging possible pump under delivery. The pump will not be returned for analysis.